Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the caller said that the pt's stimulator is not working today, it normally works to help their symptoms but they just got up this morning and it wasn't working. Later in the call, another person who was with the patient and caregiver stated that the pt has been peeing their pants lately but the patient hasn't charged it in a while, probably about 5 months. Agent offered to assist caller to check to ensure stimulation was still turned on. Caller was successful to synch with the ins and confirmed that the therapy was on. Pt said they have been using the same setting for about 5 months. Agent reviewed some interstim information and pt wanted to increase on the program they were on. Caller increased and pt said they do not feel any stimulation. Agent reviewed to monitor the effect and recommended they continue to work with their doctor. Pt will maintain stimulation level and will continue to track symptoms. The pt was redirected to their doctor if the issue persists. The patient's relevant medical history included that the caller said it used to be set at 1.2, and they knew it was working if the patient tuned it up to 1.5 because it made their butt tingle, so they turned back down to a comfortable setting.